Manufacturer narrative:
Device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that stpck q-syte wht 360deg w/o nut cap ns leaked the following information was provided by the initial reporter: "when conducting priming, saline leaked."

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 8338829. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this record, a physical sample was returned to our bd japan facility and evaluated at that facility as the mexico based manufacturing plant currently is not handling used samples. The bd japan investigation identified a crack near the union of the q-syte and stopcock components. It is possible that this crack resulted from high ph infusions over a lengthy time period. To prevent this type of defect, it is important to closely follow the instructions for use, specifically the instructions pertaining to product replacement time. At this time, a manufacturing related cause could not be determined for this incident.

Event description:
It was reported that stpck q-syte wht 360deg w/o nut cap ns leaked. The following information was provided by the initial reporter: "when conducting priming, saline leaked."

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 8338829. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this record, a physical sample was returned initially to our japan facility. The physical sample was not available for evaluation by our mexico based manufacturing facility due to covid-19 concerns. Picture samples provided by bd japan were used for this investigation. A thorough investigation utilizing other methodologies and available information was completed to the best of our ability. Through examination of the pictures, a point of leakage could not be observed. There are current quality controls in place to defect this type of defect. At this time, a manufacturing related cause could not be determined for this incident.

Event description:
It was reported that stpck q-syte wht 360deg w/o nut cap ns leaked the following information was provided by the initial reporter: "when conducting priming, saline leaked."

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 8338829. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this record, a physical sample was returned initially to our japan facility. The physical sample was not available for evaluation by our mexico based manufacturing facility due to covid-19 concerns. Picture samples provided by bd japan were used for this investigation. A thorough investigation utilizing other methodologies and available information was completed to the best of our ability. Through examination of the pictures, a point of leakage could not be observed. There are current quality controls in place to defect this type of defect. At this time, a manufacturing related cause could not be determined for this incident. When atom checked the received product, liquid leakage was observed from the q site and the adhesion part of the three-way stopcock. No abnormalities such as breakage or deformation were observed in the adhesive part. In addition, no abnormality was found in this product in all past shipping tests (jis airtightness: 150 kpa, no pressure leakage for 15 minutes. Sampling n = 8). As a reference, leaks were confirmed when the airtightness was confirmed by the same test method as the shipping test for our stored samples of the serial numbers (B)(6) (products stored for each serial number. N = 10 pieces) did not. No anomaly found on DHR. H3 other text : see h.10.

Event description:
It was reported that stpck q-syte wht 360deg w/o nut cap ns leaked the following information was provided by the initial reporter: "when conducting priming, saline leaked."